Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, the atrial lead exhibited far r-wave oversensing, intermittent loss of capture, and fluctuating impedance. Atrial lead dislodgement was suspected. It is unknown if the patient was symptomatic or not. Patient presented in clinic for further evaluation. It was noted that atrial lead impedance was high and threshold could not be obtained. Device was reprogrammed. Patient presented for lead revision procedure on (B)(6) 2018. The lead was repositioned. Patient was stable during and after the procedure.